Event description:
Gastrostomy tube placed. Procedure uneventful. Pt complained of abdominal pain. CT scan showed tube was extraluminal with extravasation of oral contrast into peritoneal cavity. Small amount of air in abdominal cavity. Underwent exp lap with peritoneal washout and replacement of tube. Linear defect in balloon. Balloon expanded and ruptured.